Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was cracked. The following information was received by the initial reporter with the following verbatim. It was reported by customer that upon priming the line with drug, the nurse found that the filter was leaking fluid. She immediately detached the extension set and used saline to assess the leak. The leak originated from the bottom of the filter where a crack was visible.